Manufacturer narrative:
The reported event of unsatisfied registration can be confirmed on basis on patient folder review. During review of the performed mask registration, it was identified that the initial position of the mask was not correctly matched to the imported image set. A potential root cause could be a difference in-between the scanned skin surface in the data and the actual patients skin surface in the or, e.g. Skin distortion caused by patient positioning or swelling.

Event description:
It was reported that during an ent procedure at the healthcare facility, an inaccuracy was reported when the patient was registered first with profess and then with cranialmap express. It was reported that the use of navigation was aborted. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during an ent procedure at the healthcare facility, an inaccuracy was reported when the patient was registered first with profess and then with cranialmap express. It was reported that the use of navigation was aborted. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.